Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was surmised that the button switches on the front panel did not work due to a faulty front panel, and it was not confirmed whether the defect was caused by user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the unit powers on, but the buttons are unresponsive on the front panel due to faulty front panel causing intermittent functioning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source unit powers on but the buttons are unresponsive on the front panel, cause intermittent functioning. The issue occurred during preparation for use for a colonoscopy procedure. The intended procedure was completed with a similar device, and there was no delay reported. There were no reports of patient harm.